Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with low lead impedance on the right ventricular lead. The issue has been monitored since 2017. No adverse consequences to the patient were reported.